Manufacturer narrative:
Corrected data: b1- "product problem" should be marked in the initial MDR. B2- "required intervention" is not applicable in the initial MDR. H6- work order search should say: "no similar complaint type events were reported for units within the same lot" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticm5_12.6, -8.50/0.5/101 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2019. It was reported that the patient experienced refractive surprise. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.